Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with implantation of an unknown gel breast implant prosthesis. Post-operatively, the patient was diagnosed with cancer of the right breast. As a result, the patient underwent removal and replacement with artoura breast tissue expanders on (B)(6) 2021. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-01890 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cancer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with implantation of an unknown gel breast implant prosthesis. Post-operatively, the patient was diagnosed with cancer of the right breast. As a result, the patient underwent removal and replacement with artoura breast tissue expanders on (B)(6) 2021. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-01890 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information that suspect medical device was implanted during a breast reconstruction revision surgery and was replaced with a 375cc artoura breast tissue expander. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 09, 2022, mentor received additional information. The patient's age at the time of the event was provided as well as the date the problem was observed. Manufacturer¿s reference number: (B)(4).